Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor, that is related to a high impedance condition. There was no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that respiratory rate trend (rrt) oversensing occurred on the right atrial (ra) lead of this cardiac resynchronization therapy defibrillator (crt-d). Technical services suggested turning rrt off and checking the lead trend to look for jumpy impedances on ra lead. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.